Event description:
Healthcare professional reported a patient was injected with 2.0 ml juvéderm¿ voluma¿ with lidocaine to ck1,2,3 (cheeks) bilateral. The following month, swelling, induration, redness on both sides developed. 2 nodules appears left side the next month. Patient felt strong tightness and serious watery discharge started. 2 months later, patient was treated with hyaluronidase, cortisone, antibiotic (clindamycin), antihistaminic and bactroban. Healthcare professional noted that the event led to permanent damage and further described "scar, dermal retraction."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2.0 ml juvéderm¿ voluma¿ with lidocaine to ck1,2,3 (cheeks) bilateral. The following month, swelling, induration, redness on both sides developed. 2 nodules appears left side the next month. Patient felt strong tightness and serious watery discharge started. 2 months later, patient was treated with hyaluronidase, cortisone, antibiotic (clindamycin), antihistaminic and bactroban. Healthcare professional noted that the event led to permanent damage and further described "scar, dermal retraction."